Event description:
It was initially reported that the patient's lead was replaced for an unknown reason. Follow up with the surgeon's office indicated that the lead was replaced as a problem had been detected with the lead. No other information was made available at that time. The lead has been returned however analysis is not yet complete. Attempts for additional information have been unsuccessful to date.

Event description:
Product analysis on the lead was completed on (B)(6) 2012. No breaks were observed in the returned portions of the lead; however the negative coil had a "dark/rainbow" appearance. Scanning electron microscopy images of the negative coil verified that the coil was cut. Also, the coil appearance indicates pitting or electro-etching conditions have occurred on the coil surface. Abraded openings were observed in the outer silicon tubing; however these did not penetrate the inner tubing. Cut openings were also observed in the outer tubing with ink stains observed on the inner tubing in the vicinity of one of the openings. The lead assembly has remnants of what appears to be dry body fluids inside the inner and outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the ends of the returned lead portions. Note that since the furthest electrode to the bifurcation was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions. Good faith attempts to the physician for additional information have been unsuccessful to date. No further information has been provided.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.